Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered stent thrombosis and cardiac death approximately 13 months post index procedure. This was a (B)(6) male with medical history including dyslipidemia, hypertension, lvef 40-50%, diabetes and renal insufficiency. The indication for the index procedure was a positive functional study without angina symptoms. In (B)(6) 2010, the index procedure was performed to treat two target lesions. The first target lesion treated was in the proximal lad. Pre-dilation, implantation of one study stent and post-dilation were successfully performed. The core lab reported a 32% residual stenosis, no dissection and timi 3 flow. The second target lesion treated was in the mid lad. Pre-dilation, implantation of one study stent and post-dilation were successfully performed. The core lab reported a 15% residual stenosis, no dissection and timi 3 flow. For the bifurcating 1st septal branch, the core lab reported a 60% stenosis pre-procedure and an 80% final residual stenosis. Peri-procedure, the ck was 86 and the troponin was 0.04, the ckmb was not measured. Post procedure, the ck was 75 and the troponin was 0.13, the ckmb was not measured. The committee agreed with the coding of arc (peri-procedural pci), thus the file was updated with a code for mi. The ECG core lab report has been unavailable. The post procedure course was complicated by acute tubular necrosis. The acute tubular necrosis was managed medically and resolved without sequelae. The patient was discharged 4 days post index procedure on dual anti-platelet therapy. Information was received revealing that approximately 13 months post procedure the patient expired. The site reported that the patient died at home and the cause of death is unknown: "unknown whether cardiac or non-cardiac". No death certificate was collected and no autopsy report is available. Additional information received from the primary physician was requested; however, to date has been unavailable. The cec adjudication committee has reviewed this event and deemed it to be related to stent thrombosis. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15091553 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00362 and 3003742446-2011-00363.

Manufacturer narrative:
Addendum ((B)(4) 2012): cec adjudication minutes were received on (B)(4) 2012. It was reported that the troponin t was 0.04 (0.03 unl) during the intra-procedure. Post-procedure, the troponin t was 0.13 (0.03 unl). As per the adjudication report, the ECG core lab report was unavailable; and additional data including discharge summary and ECG tracings was not received from the site. According to the site, there was no periprocedural mi and no ae noted, but this elevation in enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. Mi has been added in the file based on the received adjudication minutes. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00362 and 3003742446-2011-00363.

Manufacturer narrative:
Addendum ((B)(4) 2012): (B)(4) adjudication minutes received on (B)(4) 2012. As previously reported that the patient expired approximately (B)(6) months after the index procedure and it was unknown if the cause of death was cardiac or non-cardiac. As per adjudication report, no additional information received from the primary physician. The (B)(4) adjudication committee has reviewed this event and deemed it to be related to the stent thrombosis. The committee agreed with the coding of late stent thrombosis (protocol definition) and possible stent thrombosis (arc). No additional information was provided. Please note that the serious injury has been checked (type of the reportable event) as received (B)(4) adjudication minutes deemed the event to be related to the study device. Complaint conclusion: the complaint received states that this cypress study patient suffered stent thrombosis and cardiac death approximately (B)(6) months post index procedure. This was a (B)(6) male with medical history including dyslipidemia, hypertension, lvef 40-50%, diabetes and renal insufficiency. The indication for the index procedure was a positive functional study without angina symptoms. In (B)(6) 2010, the index procedure was performed to treat two target lesions. The first target lesion treated was in the proximal lad. Pre-dilation, implantation of one study stent and post-dilation were successfully performed. The core lab reported a 32% residual stenosis, no dissection and timi 3 flow. The second target lesion treated was in the mid lad. Pre-dilation, implantation of one study stent and post-dilation were successfully performed. The core lab reported a 15% residual stenosis, no dissection and timi 3 flow. For the bifurcating 1st septal branch, the core lab reported a 60% stenosis pre-procedure and an 80% final residual stenosis. Peri-procedure, the ck was 86 and the troponin was 0.04, the ckmb was not measured. Post procedure, the ck was 75 and the troponin was 0.13, the ckmb was not measured. The ECG core lab report has been unavailable. The post procedure course was complicated by acute tubular necrosis. The acute tubular necrosis was managed medically and resolved without sequelae. The patient was discharged (B)(6) days post index procedure on dual anti-platelet therapy. Information was received revealing that approximately (B)(6) months post procedure the patient expired. The site reported that the patient died at home and the cause of death is unknown: "unknown whether cardiac or non-cardiac". No death certificate was collected and no autopsy report is available. Additional information received from the primary physician was requested; however, to date has been unavailable. The (B)(4) adjudication committee has reviewed this event and deemed it to be related to stent thrombosis. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15091553 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00362 and 3003742446-2011-00363.

Manufacturer narrative:
Medications: amlodipine, aspirin, bivalirudin, clopidogrel, diovan, eptifibatide, glimepiride, heparin, insulin, lasix, lisinopril, lopressor, metformin, plavix, prasugrel, toprol xl. This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2011-00362. Additional information will be submitted within 30 days of receipt.

Event description:
The report is from the (B)(4). The patient was a (B)(6) year old male with a history of hypertension, hyperlipidemia, lvef 40-50%, diabetes, renal insufficiency, penicillin allergy and a family history of coronary artery disease. Indication for the index procedure was a positive function test for ischemia. Target lesions were the proximal and mid lad. The proximal lad was de novo and 90% stenosed. Lesion classification was b1. The lesion was pre-dilated with a 2.5 x 15mm medtronic balloon at 10 atm. A cxs23275 was deployed at 18 atm. The stent was post-dilated with a 2.75 x 20mm balloon at 22 atm. The mid lad was 3.5mm in diameter and 16mm in lesion. Lesion classification was b1. The lesion was de novo and 90% stenosed. The lesion was pre-dilated with a 2.5 x 15mm medtronic balloon at 8 atm. A cws18350 was deployed at 16 atm. The stent was post-dilated with a 3.5 x 16mm balloon at 20 atm. Post-procedure stenosis was 0%. The day of the procedure the patient had renal failure with acute tubular necrosis. The event was medically managed only and resolved without sequelae. The patient was discharged 4 days post-procedure. The patient died approximately 13 months post-procedure ((B)(6) 2011), it is unknown if the death was cardiac.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient died after having coronary artery stents implanted. The patient's medical history is significant for hypertension, hyperlipidemia, lvef 40-50%, diabetes, renal insufficiency, penicillin allergy and a family history of coronary artery disease. Indication for the index procedure was a positive function test for ischemia. Target lesions were the proximal and mid lad. The proximal lad was de novo and 90% stenosed. Lesion classification was b1. The lesion was pre-dilated with a 2.5 x 15mm medtronic balloon at 10atm. A (B)(4) was deployed at 18atm. The stent was post-dilated with a 2.75 x 20mm balloon at 22atm. The mid lad was 3.5mm in diameter and 16mm in lesion. Lesion classification was b1. The lesion was de novo and 90% stenosed. The lesion was pre-dilated with a 2.5 x 15mm medtronic balloon at 8atm. A (B)(4) was deployed at 16atm. The stent was post-dilated with a 3.5 x 16mm balloon at 20atm. Post-procedure stenosis was 0%. The day of the procedure the patient had renal failure with acute tubular necrosis. The event was medically managed only and resolved without sequelae. The patient was discharged 4 days post-procedure. The patient died approximately 13 months post-procedure, it is unknown if the death was cardiac related or not. A cause of death or death certificate has not been provided. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Death is a known potential adverse event associated with implanting coronary artery stents. With the limited information provided it is not possible to determine what lead to the cause of death, but the patient's medical history may have been a contributing factor. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.